Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening plv is not well understood but may be related to cardiac remodeling. In this case, the cause of the pvl could not be determined. Per the clinical trial database, there was progressive increasing of pvl over a 2 year period. The patient was managed medically, and no further intervention was performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the 2 year follow-up visit, moderate-severe paravalvular leak (pvl) was noted on transthoracic echocardiogram (tte). Per medical record review, discharge tte showed trace pvl, 30-day tte revealed mild pvl, and the 1 year tte revealed mild-moderate possibly moderate pvl. During the 2 year follow-up visit, tte indicated normal left ventricular ejection fraction of 55%, the sapien valve with a linear mobile echo density on the lvot aspect of the valve which appeared attached at the annular apparatus and 2 jets of moderate to severe pvl. Treatment options were discussed but at this time no intervention has been done.